Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lamitrode lead, model: 3265, UDI: n/a, serial: n/a , batch: 114624.

Event description:
It was reported that one of the patient's scs lead's had high impedance on every contact. It was believed that the patient's lead may have been damaged accidentally during their recent ipg replacement on (B)(6) 2024 due to the ipg reaching its expected longevity. Surgical intervention may take place at a later date to address the lead issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.